Event description:
Pt implant of a bifurcated device and a suprarenal 34 cuff on (B)(6) 2008. The suprarenal cuff slipped down after post ballooning, so a 34 infrarenal cuff was placed. A small leak was noted, however the physician felt that it was a type ii endoleak. A 30-day follow up revealed a proximal type I endoleak. On (B)(6) 2009, the pt was brought in to treat the endoleak with an add'l 34 infrarenal cuff and a palmaz stent, procedure was completed with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Post ballooning caused the suprarenal cuff to slip down, which may have led to the endoleak, which contributed to the event.